Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that due to a dent on the channel tube, the channel cleaning brush could not be inserted smoothly. This occurrence was caused by buckling or a deformed instrument channel. Additionally, it was observed that water tightness was lost due to a pinhole on the connecting tube caused by perforation, cut or a scratch of the insertion tube. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability, air, and water supply volume did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the color ring had a crack due to physical stress. It was observed that the connecting tube had a wrinkle due to chemical stress. It was also observed that the light guide bundle had breakage causing a decrease of light output. Also, it was observed that due to breakage of the light guide bundle the illumination was uneven. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that there was an abnormal sound made due to damage on the up and down knob. It was also observed that the objective lens had a chip due to a handling issue. It was observed that the scope cover plate had peeling. It was also observed that the paint on the suction, air and water cylinder was peeled due to handling. It was observed that the suction cylinder was shaved due to a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, lock engagement lever, lock engagement knob, protector of the universal cord on the scope connector side, grip, scope connector, universal cord, scope cover, switch box, switch 4, right and left knob and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility flushes the air and water nozzle with detergent solution. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had a bite or buckling of the insertion tube. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.